Event description:
It was reported the patient¿s device was explanted due to a (B)(6) infection. The patient had reportedly ¿had multiple surgeries and then subsequent infections ¿ none of them related¿ to any of the manufacturer¿s devices. It was stated ¿the patient was thought to have been clear of all infections before the patient was implanted with their device, but the infection flared up and resulted in the explant of the device.¿ it was unknown whether the patient was to be reimplanted after the infection cleared up. Additional information has been requested regarding the patient's outcome; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).